Manufacturer narrative:
Additional information was received on (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab (B)(6) 2020. Device evaluation summary: according to the information received, the patient experienced deflation in the left breast implant. During visual evaluation a tear was observed on the anterior view, measuring approximately 0.5 cm. Microscopic examination was performed and the cause of the deflation could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Also on (B)(6) 2021, mentor became aware that the legal manufacturer address information was submitted incorrectly in the initial report. The relevant fields have been updated. Manufacturer¿s reference number: (B)(4) g1 legal manufacturer address information was updated

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision surgery with a 225cc mentor smooth round moderate profile saline breast implant experienced left sided deflatin post procedure. As a result, patient underwent bilateral removal and replacement with two 275cc mentor smooth round moderate plus profile saline breast implants on (B)(6) 2020.